Manufacturer narrative:
A patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information provided, the placement site was not prepped and the grounding pad was not placed properly. The rf disposable grounding pad instructions for use (IFU) warns ¿failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. However, due to unknown procedural conditions, the cause of the reported burn was unable to be conclusively determined and remains unknown.

Event description:
During a cervical radiofrequency ablation procedure, a patient burn occurred under the grounding pad. The patient's skin was not prepped for the procedure and the grounding pad was not placed when the patient was draped. When the patient was on the table, the grounding pad was placed under the draping of the patient near the lower right lumber region but was not properly inspected. A 90 second lesion at 80 degrees was performed and a burn was noted after removing the grounding pad. The patient was sent to dermatology for treatment and is in stable condition. There were no performance issues with any abbott device.